Event description:
It was reported by the patient that the device has moved and turned sideways. The patient wondered if it will still work right. The patient had the doctor look at it and the doctor said he would be watching it. The patient also reports feeling pain and heart palpitations. Follow up was performed but no information was received from the doctor. It was further reported that the patient stated: "my pacemaker turns up sideways, it's never level. It speeds up and goes slow. It works fine, but when it turns up sideways it doesn't work right." The patient also called to report that the pacemaker "wants to turn side ways" and hurts all night, especially when there is thunder and lightening. The patient does not lay on that side and does not manipulate the area. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device has moved and turned sideways. The patient wondered if it will still work right. The patient had the doctor look at it and the doctor said he would be watching it. The patient also reports feeling pain and heart palpitations. Follow up was performed but no information was received from the doctor. The device remains in use. No further patient complications have been reported as a result of this event.